Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the system was explanted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history and weight were asked but unknown at this time. Action/intervention: explanting the system. Outcome: the issue was resolved. The issue was resolved. The system will not be replace in the future. The patient medical history was unknown. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the patient had an infection at the pocket site. The whole system was removed and discarded due to the infection. The date of the system¿s removal was unknown. No troubleshooting was performed. The issue was resolved. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the date the system was removed was on (B)(6) 2024.